Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level 36 mmol/l. The customer was treated with insulin pump. The customer was admitted to (B)(6) hospital on (B)(6) 2015. The cause of hospitalization as per healthcare provider is diabetic ketoacidosis. The customer was put on insulin pens. The customer cannot use insulin pump until she gets replacements.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.